Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient felt hot near the device pocket and a low heart rate. The patient presented to the hospital after a cardiac arrest, which was resolved by an external shock. The device could not be interrogated. The physician believes that the fast ventricular tachycardia degenerated into ventricular fibrillation and was triggered by bradycardia (due to device malfunction). The device was explanted.